Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe s2 ns 20ml had plastic residue inside the syringe.

Manufacturer narrative:
Investigation summary: DHR- we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were assembled in machine nº4252, nº4251, nº4204, and nº4208, in lot #7310547 (november 6th ¿ 13th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7311695, #7296624, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7311699, #7296630, and no problems, defects or qn related to the reported issue were found. We have been provided with pictures of the affected samples. After the evaluation of the returned pictures of the samples, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel conclusion(s): particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Event description:
It was reported that a syringe s2 ns 20ml had plastic residue inside the syringe.